Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was high capture that resulted in a loss of capture on the right atrial (ra) lead. The lead was reprogrammed to resolve the event and the patient was stable.